Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer did not recall any significant events leading up to the error alarm. Customer reported experiencing high blood glucose levels, but declined to troubleshoot. Blood glucose level was 65 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to faulty fsr (gold). Pump passed displacement and basic occlusion tests. No motor error alarms noted. Motor tested ok. Missing end cap sticker, minor scratches on display window and cracked case near display window corners noted during visual inspection.